Event description:
As per the (B)(6) study, a patient had a cypher stent implanted in the proximal 1st diagonal on (B)(6) 2004 approximately 6 years prior to the index procedure. The angiography performed at the time of index revealed 90% stenosis to the 2nd diagonal. The lesion was described as 2mm in length, class a and de novo. The lesion was at the proximal to the previously placed cypher stent and within 5mm of cypher stent. The reference vessel was 2.5mm in diameter. The lesion including side-branch was less than or equal to 2.5mm. The lesion was pre-dilated with a 3.0 x 12 balloon at 12atm. A 2.5 x 13 cypher rx stent was implanted at 18atm. There was 0% post residual stenosis and a timi flow of 3. No procedural complications were reported and the patient was discharged the next day.

Manufacturer narrative:
Complaint conclusion: as per the (B)(4) study, this patient was enrolled in the study because he experienced restenosis of a previously placed cypher stent. This is a (B)(6) male with medical history including one cypher stent placed in the 1st diagonal in (B)(6) 2004. The angiography performed at the time of index (described as staged procedure of (B)(6) 2010) revealed 90% stenosis to the 2nd diagonal. No additional information regarding (B)(6) 2010 procedure is available. The lesion was described as 2mm in length, class a and de novo. The lesion was at the proximal to the previously placed cypher stent and within 5mm of cypher stent. The reference vessel was 2.5mm in diameter. The lesion including side-branch was less than or equal to 2.5mm. The lesion was pre-dilated with a 3.0 x 12 balloon at 12atm. A 2.5 x 13 cypher rx stent was implanted at 18atm. There was 0% post residual stenosis and a timi flow of 3. No procedural complications were reported and the patient was discharged the next day. There has been no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to make an accurate assessment of possible contributing factors.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.